Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant, the tip would not deploy. The ipl was not implanted. No patient complications have been reported as a result of this event.